Manufacturer narrative:
Investigation summary: four samples were received and evaluated. They came in a sealed packaging blister. Visual inspection was performed. The packaging top web has some areas where the printing is smeared. Missing. While opening each of the packaging blisters pieces of ink flakes came off. The packaging blisters bottom-top web sealing is acceptable; no defects or issues were observed. The syringes were also inspected, finding no defects of any type. A potential root cause can be attributed to the syringe packaging printing process. After the barrel molding process, the syringe is assembled and send to the packaging area where the bottom web creates like a nest where the syringe is placed; then, the top web is printed and placed on top of the bottom web and sealed. During the web printing, the ink was not properly cured inducing the print permanency issue. Based on the sample/photos provided, the symptom reported by the customer is confirmed. This is the 1st complaint for this symptom. We will continue monitoring and trending this product. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 0078433 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a potential root cause can be attributed to the syringe packaging printing process. After the barrel molding process, the syringe is assembled and send to the packaging area where the bottom web creates like a nest where the syringe is placed; then, the top web is printed and placed on top of the bottom web and sealed. During the web printing, the ink was not properly cured inducing the print permanency issue. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura/rm414 rev#9) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an unspecified number of syringes 20ml ll s/c 48 experienced packaging tears while opening leaving paper shards in a sterile room, and smeared label or packaging. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 302830 batch no. 0078433. The ink comes right off and gets all over gloves and makes a mess, which obviously is not good for sterile compounding. The other sizes of syringes and different lots were checked in our nicu stock, and we will share with the rest of our areas. This is to report what we know at this point. I was drawing up syringes in the nicu and I noticed that their was silver flaking on my gloves. After further investigation I discovered that the backing on the wrappers for the 20 cc syringes were easily peeling off onto my gloves. I told (B)(6) and she said that the lot # for those syringes have the defective wrappers and they are being quarantined.